Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a large flexnav delivery system was selected for use in an implant procedure on a patient that was noted to be severely calcified. After the first unsuccessful use, it was removed from the patient. It was noted that the tip of the device was "no longer in order" and was replaced with a second unknown device. It was noted that the capsule had "sharp edges at the distal end". The physician alleged that the cause of the issue was that the patient had particularly severe calcification of the access vessels. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout. The patient is stable and there were no adverse health consequences that occurred.

Event description:
It was reported that on (B)(6) 2024, a large flexnav delivery system was selected for use in an implant procedure on a patient that was noted to be severely calcified. After the first unsuccessful use, it was removed from the patient. It was noted that the tip of the device was "no longer in order" and was replaced with a second unknown device. It was noted that the capsule had "sharp edges at the distal end". The physician alleged that the cause of the issue was that the patient had particularly severe calcification of the access vessels. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout. The patient is stable and there were no adverse health consequences that occurred.

Manufacturer narrative:
An event of damage to the capsule of a delivery system was reported. Information from the field indicated that the device was used in a patient with sever calcification. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.